Event description:
It was reported by the customer that the center screw came out of the center of the cross brace, making the all four legs bowing outward. No allegation of a patient injury, no additional information provided.